Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of occurrence: (B)(6) 2017. Address line: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a dialysis fluid leak was observed from a minicap transfer set, specifically at the point of connection to the catheter. There was no patient injury or medical intervention associated with this event. No additional information is available.